Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the display was scratched and the patient had a difficult time reading the display. The patient's blood glucose at the time of incident was 158 mg/dl. The insulin pump will be returned for analysis.